Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-eclipse® controller, product description: controller 945eclc eclipse). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim eclipse was not responding. There was no patient involvement.

Event description:
The procedure was completed using spare device.

Manufacturer narrative:
H3: product analysis found that connector pins bent and connector pcba is defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.